Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event, broken tip. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the event was caused by the impact of a major mechanical force, such as a blow or a fall. Additionally, factors like wear and tear, incorrect handling, or cracks in the insulation material may have contributed. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the inner sheath, for 26 fr. Outer sheath had the distal end with a broken tip. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.